Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient and stent damage occurred. A 4.00x12mm synergy drug- eluting stent was selected for use to treat the lesion. However, during preparation, when the protective sheath was removed from the device, it was noticed that the stent had been dislodged from the balloon and the stent was deformed already. The physician did not touch the stent's body but was holding the distal tip while removing the sheath. The procedure was completed with another of the same device. No patient's complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached and was not returned for analysis. However, the maximum crimped stent profile was reviewed and was within specification. The stent protector inner diameter of the returned device was found to be within specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were very prominent on the exposed balloon wall. The witness marks of crimping, clearly visible, on the balloon surface are indicative of a robust securement of the stent. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient and stent damage occurred. A 4.00x12mm synergy¿ drug- eluting stent was selected for use to treat the lesion. However, during preparation, when the protective sheath was removed from the device, it was noticed that the stent had been dislodged from the balloon and the stent was deformed already. The physician did not touch the stent's body but was holding the distal tip while removing the sheath. The procedure was completed with another of the same device. No patient's complications were reported and the patient's status was good.